Event description:
It was reported that the prior summer, the patient was visiting their mother at a nursing facility and their stomach jammed up against a wall and it caught the pump and flipped the pump in an odd position. It was noted that their healthcare provider can refill pump and the pump is at an angle. It was reported that if they push up in it they can put the template on it and there has not been any problems. It was noted that the patient does not have any issues refilling pump, ¿liquid is clear¿. It was reported that the patient had not had any issue with the pumps functionality and the medication is going into their spine. It was noted that the patient never received relief or noticeable relief since pump was implanted. It was reported that the patient was taking oral percocet medication for pain relief. It was reported that the patient never had therapeutic relief. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had been having headaches for "a while." It was noted the patient had the current drug in the pump for "a while" but it was thought that the "old drug" was in the pump at the time of the pump being hit. The dose was just changed from 10 milligrams per milliliter to 15 milligrams per milliliter. It was later noted the only time the patient reported the pump was flipped was "as a joke" to the health care provider (hcp) when the hcp had trouble finding the refill port. The hcp always found the refill port and filled the pump securely, accurately, etc. The pump was at a 45-degree angle. The pump had previously been used to deliver compounded morphine and bupivacaine.

Event description:
Additional information received reported that the patient could no longer have an MRI because his pump was ¿flipped sideways in his stomach¿; the pump now ¿kind of points down.¿ it was stated that 8 months ago, the patient was setting at a table and the patient¿s stomach caught the table and ¿threw the patient back down in the chair.¿ the patient then reportedly became claustrophobic and jumped up again, which was when the pump caught the table. It was at that moment that the patient realized that his pump had flipped sideways. It was reiterated that the pump could still be filled. The healthcare provider (hcp) just ¿pulled it up into a flat position.¿ the pump was used to deliver hydromorphone and clonidine.